Event description:
In '08, an ER pt with no previous history typed as a+ with a negative antibody screen using vss165. Four units (a+) packed cells were set-up via electronic crossmatch and released. In the next day, during or procedure for a ruptured aneurysm repair, a second sample was submitted and testing performed with vss169 was positive (3+). An anti-e was identified. Eight units (o+) were released. Pt rec'd all 12 units. Retrospective testing concluded that one a+ and one o+ unit was confirmed to be e+. During the or procedure, the pt expired. Official cause of death was listed as "ruptured abdominal aortic aneurysm". Ocd's medical dir has classified this event as a serious injury.